Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the patient¿s blood glucose was low. The customer reported that they had a problem with the infusion sets that were advised. The customer reported that his blood glucose will be 120mg/dl or 200mg/dl. They would bolus for that, then about 6 hours it will drop his blood glucose to 40mg/dl or 60mg/dl. The customer reported that it usually happens at night time, but anytime it will do that after eating lunch or dinner it will drop down to 40mg/dl. The customer will call back if low blood glucose troubleshooting is needed. The insulin pump will not be returned for analysis.